Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During the index procedure, one resolute onyx des was implanted in the 2nd obtuse marginal and two resolute onyx des were implanted in the lad. It was reported that on the same day post index procedure, patient's cardiac enzymes were elevated. Cec adjudicated the event as myocardial infarction in the 2nd obtuse marginal (target vessel).